Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving no delivery alarms and motor error alarms. Customer reported to have gone through a body scanner at the airport. Customer also reported a motor position encoder error alarm. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Unable to perform unexpected restart error test, occlusion test, excessive no delivery test due to motor error alarm. Unable to verify excessive no delivery alarm due to motor error alarm. However, the insulin pump passed rewind, idle current, run current, self-test, off no power, basic occlusion, prime and displacement tests. The drive support was inspected and no anomaly was noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.